Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was in back up vvi mode due to a possible data error. A device download was performed and the device was restored to normal operation. The patient was stable.